Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). The action taken with dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On an unknown date, the patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of peritonitis was not reported. Treatment for peritonitis was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted for the potentially associated lot number gd892638. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This is report 5 of 5 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.